Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was turning on and off. Contacts on the battery cap was okay. Customer reported screen was intermittently blank. Customer reported that the display was blank at the time of call. Display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.